Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The tamper seal was removed/broken on the plunger assembly. The battery door was found cracked. Error history log found force sensor bridge test error. Power up, check and test of force sensor were performed. Force sensor bridge test error was found at power up and it was not possible to calibrate the force sensor. No causes or potential causes to the customer's reported problem were found during the device history record review. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the issue reported: replaced force sensor and plunger cable. Performed preventative maintenance and all functional testing.

Event description:
It was reported that f sensor bridge error occurred. No patient injury was reported.